Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore, they will not be returned for evaluation.

Event description:
A report was received of the patient's precision system that was explanted due to a superficial skin infection with some pus discharge. The physician chose to explant the entire system as a precaution. The patient is doing fine.